Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pain in pelvic area daily, mild to severe at times') in an adult female patient who had essure (batch no. 626284) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and hypertension. Concomitant products included hydrochlorothiazide, lisinopril, lorazepam and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain daily, mild to severe at times"), back pain ("pain in lower back area daily, mild to severe at times"), depression ("depression/ psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), headache ("headache"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the back pain, depression, migraine, dysmenorrhoea, fatigue, weight increased and headache outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 198 lbs. Approximate weight at the time of essure placement 145 lbs. Plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted regarding information about essure removal. A hysterectomy was reported on (B)(6) 2018, but plaintiff answered no when was asked about removal. She also stated that was unable to afford surgery and did not have definite plans for removal at the time of the report. Furthermore, medical leave due to essure was reported. Received treatment for pain, abnormal bleeding. Discrepancy noted: date(s) of insertion: on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Essure lot number added. Added events urinary problems, bladder disorder, bladder infection, uti, vaginal infection, vaginal discharge . Updated outcome of events pain, bleeding and bladder/urinary problem as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pain in pelvic area daily, mild to severe at times') in an adult female patient who had essure (batch no. 626284) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and hypertension. Concomitant products included hydrochlorothiazide, lisinopril, lorazepam and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain daily, mild to severe at times"), back pain ("pain in lower back area daily, mild to severe at times"), depression ("depression/ psych injury"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital hemorrhage ("general abnormal bleeding"), headache ("headache"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital hemorrhage, abdominal pain, vaginal hemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the back pain, depression, migraine, dysmenorrhoea, fatigue, weight increased and headache outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, genital hemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 198 lbs. Approximate weight at the time of essure placement 145 lbs. Plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted regarding information about essure removal. A hysterectomy was reported on (B)(6) 2018, but plaintiff answered no when was asked about removal. She also stated that was unable to afford surgery and did not have definite plans for removal at the time of the report. Furthermore, medical leave due to essure was reported. Received treatment for pain, abnormal bleeding. Discrepancy noted: date(s) of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Based on the available information, no corrective actions are deemed necessary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pain in pelvic area daily, mild to severe at times') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and hypertension. Concomitant products included hydrochlorothiazide, lisinopril, lorazepam and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain daily, mild to severe at times"), back pain ("pain in lower back area daily, mild to severe at times"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and headache ("headache"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, depression, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, weight increased and headache outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 198 lbs. Approximate weight at the time of essure placement 145 lbs. Plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted regarding information about essure removal. A hysterectomy was reported on (B)(6) 2018, but plaintiff answered no when was asked about removal. She also stated that was unable to afford surgery and did not have definite plans for removal at the time of the report. Furthermore, medical leave due to essure was reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received event " mental anguish" and "headache" were added. Medical history, concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pain in pelvic area daily, mild to severe at times') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain daily, mild to severe at times"), back pain ("pain in lower back area daily, mild to severe at times"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, depression, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Approximate weight at the time of essure placement 145 lbs. Plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted regarding information about essure removal. A hysterectomy was reported on (B)(6) 2018, but plaintiff answered no when was asked about removal. She also stated that was unable to afford surgery and did not have definite plans for removal at the time of the report. Furthermore, medical leave due to essure was reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received - reporter and patient¿s information were updated. Furthermore, the events back pain, vaginal hemorrhage, menorrhagia, migraine/headache, dysmenorrhea, fatigue, and weight gain were added. The event psych injury was updated with new information and recoded to depression. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.